Event description:
During preventative maintenance of the device, the user reported that the computer test indicated the "rs485" connection did not function. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.